Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78004, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
The patient's pump was indicated for use for non-malignant pain and failed back surgery syndrome. The pump delivered morphine at the time of this event but the concentration, dose and lot numbers were unknown. The patient reported that on (B)(6) 2015 he started to hear a noise but had not thought anything of it. On the morning of (B)(6) 2015, the patient heard the noise again which sounded like a european police car and the noise went off every hour. The patient was due for a refill "next friday" and that was the alarm date. The patient was advised to call the company by the health care provider (hcp) and told that the company would arrange for someone to come and check his pump. However, the patient was to again follow-up with the health care provider. The patient did not experience any symptoms associated with this event. A hcp later reported that they would discuss with the physician and possibly bring the patient in on (B)(6) 2015. Additional information was requested to clarify medication information, alarm indication, trouble shooting, and resolution. If additional information is received, the event will be updated. Additional information was received on 2015-08-05 from a manufacturer's representative via crts (customer response tracking system) stating that the (B)(6) male patient was receiving 10mg/ml bupivacaine at 7.801mg/day and 50mg/ml morphine at 39.006mg/day. The logs were checked due to the presence of an alarm on (B)(6) 2015 and they showed that the low reservoir alarm occurred (B)(6) 2015 and empty reservoir alarm occurred on (B)(6) 2015. 18.5cc of drug was removed from the reservoir by the healthcare provider (hcp). The pump logs showed multiple motor stalls and recoveries that first occurred in (B)(6) 2015: stall (B)(6) 2015 23:26, recovery (B)(6) 2015 18:27; stall (B)(6) 2015 19:01, recovery (B)(6) 2015 17:46; stall (B)(6) 2015 04:34, recovery (B)(6) 2015 08:47; stall (B)(6) 2015 16:15, recovery (B)(6) 2015 14:26; stall (B)(6) 2015 16:04, stopped pump period may exceed tube set (B)(6) 2015 16:04, recovery (B)(6) 2015 17:03; stall (B)(6) 2015 07:59, recovery (B)(6) 2015 06:32; stall (B)(6) 2015 10:14, stopped pump period may exceed tube set (B)(6) 2015 10:14, recovery (B)(6) 2015 03:33; stall (B)(6) 2015 07:57. The patient experienced withdrawal symptoms. The pump was removed and was sent to the manufacturer's representative for testing along with the pump log printout.

Manufacturer narrative:
Eval code-result is no longer applicable to the event.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.